Manufacturer narrative:
An investigation was performed in response to a complaint of error 2161 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. By phone, a field service engineer (fse) advised customer to inspect the incubator for obstructions and customer found moisture in certain spots. Customer was instructed to clean the spots and in doing so, discovered that wash probe number one had lost its tip where the moisture was coming from. A new wash probe was attached which resolved the issue. The wash probe exhibited a suction failure due to a component failure. A 13 month complaint and service history review for serial number (B)(4) from the date of 24jul2020 through aware date of 24aug2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 ¿ flags and error messages states the following: [2161] c. Transfer cup pickup failure cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation.

Event description:
Customer reported a cup pickup failure on the aia-900 analyzer. The site cleaned the pickup arm, rebooted the analyzer, and performed an all set home which did not resolve the issue. The error occurs when the pickup arm picks up the cup from the incubator. The site runs category a analyte (intact parathyroid hormone) ipth causing a delay in reporting patient samples.